Event description:
It was reported that the ilet display became pixelated, and images were provided to document the screen visibility issue; the user continued therapy without cgm by entering manual blood glucose values, and blood glucose control was reported as not affected. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms, no medical interventions, and no hospitalization. Investigation included customer support troubleshooting and review of provided photographs. Investigation of this case revealed a suspected display hardware malfunction affecting screen visibility without impact to insulin delivery or system performance. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware issue localized to the display assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.